Event description:
It was reported that the user experienced frequent low blood glucose events while using the ilet system and intermittently paused insulin delivery when glucose was trending low or to shower due to sweating, with education provided that pausing could lead to algorithm maladaptation. Customer care provided support that included a review of use patterns and user-reported behaviors. Investigation of this case revealed user pausing of insulin delivery during perceived or impending lows and during showers, which could contribute to recurrent low glucose. No symptoms associated with hypoglycemia reported. Outcomes included user education without medical intervention. It was concluded that the cause of the hypoglycemia was unclear and that user behaviors could have influenced glucose control. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.